Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). A philips field service engineer (fse) evaluated the device and could not confirm the no alarm issue. The fse noted that the x3 was not properly attached to the monitor because the x3 was tilted before the tests were run. No other problems were detected during the test. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the monitor did not generate an audible or visual alarm for a drop in spo2; however, it was indicated other measurements were alarming. An evaluation of the logs was attempted, revealing the monitor in question had not been in use for two days and there was no connection or operation detected for the event timeframe. In addition, there was no formal recording of the patient in the system, so analysis was not possible. The customer indicated the monitor was working properly. It was noted immediately the x3 was misaligned with the mx monitor, so the monitor was tested, revealing alarms occurred. It was also indicated there was no risk to any patients.